Event description:
Procedure performed: robotic assisted radical prostatectomy. Event description: a 10mm inzii retrieval bag was used to remove the specimen. The surgeon complained to the scp that the bag had come open. It was a this point they observed that the round green cuff was missing from the bag. They initially thought that it had come off in the patient, but on inspection of the applicator/stick part, we found it on the end. They were about to remove the specimen without closing the bag completely. Unfortunately, the inzii retrieval system was discarded by the hospital. Additional information received from company rep. Via email on 14 jan 2025: the bead was completely free from the bag. The bag and string was inside the patient with the specimen inside it. The bead was found on the end of the tube of the applicator that was outside of the patient at this point. The actuator was fully retracted. The bag was removed normally from the introducer. The scp reported that there was no problem with using the item. It was towards the end of the procedure when the team were looking to remove the specimen that it was noted the bag looked open. When they investigated why, was when they realized that the green bung was missing. Intervention: they were about to remove the specimen without closing the bag completely. Patient status: the patient is fine. No harm was caused.

Manufacturer narrative:
No product is being returned to applied medical for evaluation, but lot number is provided. A follow-up report will be provided upon completion of the investigation.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. Applied medical has performed a historical trend analysis and review of production records and no trends were identified.

Event description:
Procedure performed: robotic assisted radical prostatectomy. Event description: a 10mm inzii retrieval bag was used to remove the specimen. The surgeon complained to the scp that the bag had come open. It was a this point they observed that the round green cuff was missing from the bag. They initially thought that it had come off in the patient, but on inspection of the applicator/stick part we found it on the end. They were about to remove the specimen without closing the bag completely. Unfortunately, the inzii retrieval system was discarded by the hospital. Additional information received from company rep. Via email on 14jan25: the bead was completely free from the bag. The bag and string was inside the patient with the specimen inside it. The bead was found on the end of the tube of the applicator that was outside of the patient at this point. The actuator was fully retracted. The bag was removed normally from the introducer. The scp reported that there was no problem with using the item. It was towards the end of the procedure when the team were looking to remove the specimen that it was noted the bag looked open. When they investigated why, was when they realized that the green bung was missing. Intervention: ni. Patient status: the patient is fine. No harm was caused.